Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not power on. The patient tests her blood glucose twice a day. She tests in the morning and evening. The patient currently takes glipizide once a day and metformin twice a day. On the same day, the patient's doctor suspended her glucophage and actos medications for a 2-week period. The patient indicated that the alleged meter issue started on an unspecified date/time last year. After the meter issue began, the patient explained that she was able to test on a borrowed, unidentified meter for an unknown period of time. However, the patient stated that the borrowed meter eventually stopped working too. During the time of concern, the patient continued to take her medications as prescribed. On an unspecified date/time after the reported meter stopped powering on, the patient claimed that she developed symptoms of shakiness and weakness. The patient mentioned that she was taken to a hospital via an ambulance and was treated with "re-hydrating solution." Her blood glucose was tested in the hospital using an unknown device and a result of "40 mg/dl" was obtained. The alleged meter issue was not resolved with troubleshooting. While speaking to the one touch customer advocate (otca), she did not have a replacement battery for troubleshooting. The patient admitted that she had not replaced the meter's battery according to the owner's manual. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia and was treated in a hospital after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.